Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
11/11/1997-supplemental report #1 submitted to FDA. The cause for the reported condition could not ber reliably determined as the subject device was returned fully fired.